Event description:
It was reported that during a rectal procedure, the staple line was not complete. The staples were malformed. Another device was used to complete the case. There were no adverse consequences to the pt.